Manufacturer narrative:
(B)(4). Received new/additional information after site visit with surgeon. Surgeon advised that burn is 1st degree that went away within a week after surgery. After reviewing the additional information received this event does not meet the criteria for a reportable event.

Event description:
It was reported that during a radical neck dissection procedure, the surgeon was in high neck dissection and shaft of the device burnt the patient¿s skin in two places lateral to incision. The heat was at area just below the "focus +" label. Case completed with another device of the same product code and the addition of monopolar energy.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information from sales rep: has the surgeon been in-serviced on heat management? Yes he had. Is the surgeon aware of the warnings in the IFU as to heat? I do not know if he had. Specifically been made aware of IFU warnings. I was not party to precious discussions with him. Had the surgeon used the fcs9 or fcs17 before using the har9f? He had used fcs9 previously, but had only used it briefly when it first launched. What is the severity of the burn. Two small burns. In the surgeons estimations, the one was a first degree and the second may have been a superficial second degree. Was any medical intervention used? (Such as salve or stitches)? Will the patient need any post-op care due to the burn? They did apply an ointment to it immediately after the case, but I am unsure on what they used. I am unaware of any post-op care.